Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent

Event description:
Journal article in head & neck¿doi 10.1002/hed june 2012 entitled: total thyroidectomy with ultrasonic scalpel: a multicenter, randomized controlled trial references "the most common early postoperative complication was ... Hematoma/reoperation in 1%. Seroma occurred in 4% of patients, and postoperative unilateral laryngeal recurrent nerve paresia. Occurred in 5.3% of patients." No information is given as to patients, or treatments. No further information is known.